Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 450 mg/dl. This morning the blood glucose was 317 mg/dl. Customer stated that, the blood glucose has been running high for two weeks. Assisted customer with correcting basal rates. After doing this total basal was at correct amount. Customer stated that, she got no delivery but later confirmed that it was due to empty reservoir. Before ending the call and the blood glucose was 250 mg/dl. Customer had high blood glucose for the past 3 weeks reading was up to 450 mg/dl. 20 minutes ago the blood glucose was 279 mg/dl. Customer treated for high blood glucose with shot of insulin with syringes. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Assisted with performing the hp test and result was no delivery alarm received. Customer advised change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.